Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and a no delivery alarm. The blood glucose reading is 49 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to flattened button dome switch. Insulin pump was unable to perform displacement, basic occlusion, occlusion, prime, no delivery test and verify no delivery alarm due to no button response. Insulin pump had cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.